Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect. During troubleshooting, the customer reset the pump, corrected the pump timeand resumed insulin therapy. There was no reported adverse impact to the customer.